Manufacturer narrative:
Investigation:visual inspection: the following observations were made during the visual inspection: -deposits on the product permeability test: the test showed that the m. Blue is permeable. Computer control test: the computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in the vertical position of the valve, to be 57.18 cmh2o. This is not within the specified tolerance of 40 cmh2o ± 8 cmh2o. An applied pressure of 40 cmh2o, with the device in the vertical position is expected to have a resultant pressure of 40 cmh2o ± 8 cmh2o. The test showed a slowed outflow. An additional testing changed the result. According to our additional test, the valve operates with a value of 38.73 cmh2o within the accepted tolerances [40 cmh2o ± 8 cmh2o] adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, slightly deposits were found in the m.blue. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the device to the best of our abilities). Based on our investigation results, we can identify a "slowed outflow" and deposits in the valve. During implantation, it is possible that the visible protein deposits were pumped into the valve, which affected the function of the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might be compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m. Blue (fx800t) worked improperly preoperatively. The drainage was not according with the set pressure setting. This was noted during testing and preparation for a ventriculo-peritoneal (vp) shunt placement procedure. So the surgeon was not comfortable implanting it into the patient and used a different valve instead. The surgery was delayed by 10 minutes. There was no patient harm.

Manufacturer narrative:
Additional information/ investigation result will be provided in a supplemental report.